Manufacturer narrative:
Product complaint # (B)(4). Additional information: a3. H6. Health effect - clinical code: e2402 - tumor. Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? Male. 2. What were the diagnosis and indication for the index surgical procedure? A radical prostatectomy. 3. What is meant by ¿a tumor occurred¿? A tumor developed. 4. What were current symptoms following the index surgical procedure? Onset date? One week after the surgery, the patient was discharged without any problem, but the patient was urgently transported due to fever. Examination revealed an abscess, and the patient was hospitalized for 2 weeks and is currently discharged. 5. Has any surgical or medical intervention been performed? No further information is available. 6. What is physician¿s opinion as to the etiology of or contributing factors to this event? Causal relationship is unknown. 7. What is the patient¿s current status? The patient has been discharged from the hospital. The following information was requested, but unavailable: 1. What was the date of index surgical procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. Was there any intraoperative concurrent use of other products? 4. What is the lot number? 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 6. Where was the surgicel used (on what tissue)? 7. How much surgicel was used during the procedure? 8. Was the surgicel product left in place? Was the excess irrigated and removed? 9. Were cultures performed? If yes, results? 10. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection, tumor, and inflammation? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What was the date of index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? What is meant by ¿a tumor occurred¿? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection, tumor, and inflammation? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a radical prostatectomy procedure on an unknown date and absorbable hemostat was used. After the procedure the pelvic floor was infected, a tumor occurred, and the bladder-urethral anastomosis became inflamed. The patient has already been discharged within the last two months. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: there were adverse consequences to the patient. One week after the surgery, the patient was discharged without any problem, but the patient was urgently transported due to fever. Examination revealed an abscess, and the patient was hospitalized for 2 weeks and is currently discharged. The surgeon commented that the causal relationship is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.